Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Reference MFR. Report: 1221359-2022-00848.

Event description:
The customer reported false negative results with the binaxnow covid-19 self-test for multiple tests. This MFR. Report addresses test one (1) of two (2). Repeat testing was performed and generated a negative result. The patient was reportedly symptomatic and taken to a medical clinic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.